Event description:
A hospital in a foreign country, reported that an mr290 autofeed humidification chamber filled right to the brim because of a problem with the float system. No patient consequence was reported.

Manufacturer narrative:
The returned mr290 chamber was connected to a water bag to test for float operation. Results: the floats functioned correctly to control the entry of water into the chamber. A lot check revealed no other similar complaints for this lot number. Conclusion: we could not conclude how the reported over filling of the chamber occurred. The returned chamber functioned correctly. Our monitoring and trending of over filling mr290 chambers has a rate of occurrence worldwide for the past year.